Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt's device was showing high impedance readings. It was stated the pt's impedance readings during surgery were >40,000 ohms. No pt info or outcome were reported. No reporter info was obtained. No further follow up is possible at this time. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.